Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of an unspecified common femoral artery was attempted using two proglide device after an electrophysiology ablation procedure. Reportedly, both devices had a cuff miss. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
User medwatch # mw5100412.

Event description:
User facility medwatch report received that states "perclose closure device x 2 of same box and lot number failed to properly close vein. A rep was notified regarding the failures of these two devices to function and they were sent with the rep. Rep to replace these defective perclose proglide devices. No harm was caused to the patient. Two (2) other perclose deviecs were used with good results. FDA safety report ID# (B)(4)."